Event description:
Per the clinic, the patient underwent a skin revision surgery on (B)(6) 2021 in order to remove the excess skin which was overgrown at the abutment site.

Event description:
Per the clinic, the patient experienced skin overgrowth and subsequently was treated with antibiotics (type, date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.